Event description:
An FDA medwatch was received on 11-aug-2023 filed by the user facility (uf report #(B)(4)). The user facility stated the following event information: balloon pump was alarming for gas leak. Nurse changed balloon pump console with another balloon pump console. No hemodynamic changes in patient noted by nurse, no injury to patient. Biomed department checked both units and they were mechanically sound and cleared to use. Appears to have been either a patient or setup issue.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,e2,h6(impact).

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit is leaking gas. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is leaking gas. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a